Manufacturer narrative:
No questionable results were reported outside the laboratory. The customer stated that the instrument went through a deep clean and all suitable parts were replaced. Based on the data no analyzer and/or spare part consumable issues were found. The investigation determined that the alleged sample was already hemolyzed when it was detected by the analyzer. The root cause for this issue was unclear, however, it is consistent with a pre-analytical handling issue. The investigation did not identify a product problem. No further issues were reported afterward.

Manufacturer narrative:
The last maintenance was performed on (B)(6) 2023. On (B)(6) 2023 and on (B)(6) 2023, qc results showed increased k values. On (B)(6) 2023 the customer changed the fill port and cleaned an instrument part. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's samples tested with potassium (k) on a cobas b221 6 omni s6 system. On (B)(6) 2023 the following results were obtained: sample 1 (type unknown) at 12:57 p.m. Resulted in 3.78 mmol/l. Sample 2 (arterial) at 12:59 p.m. Resulted in 10.87 mmol/l. Sample 3: a new sample was taken (arterial) at 2:22 p.m. And resulted in 4.23 mmol/l. Sample 4 at 2:24 p.m. The result was more than 20 mmol/l (accompanied with a data flag). Sample 5 at 3:22 p.m. The result was more than 20 mmol/l (accompanied with a data flag). Sample 6 (serum) was tested on a different analyzer at 2:31 p.m. And resulted in 4.4 mmol/l. Sample 7: a new sample was taken (type unknown) at 2:35 p.m. And resulted in 12.56 mmol/l. Sample 8: a new sample was taken (type unknown) at 3:43 p.m. And resulted in 11.92 mmol/l. Sample 9 (serum) was tested on a different b221 analyzer at 5:53 p.m. And resulted in 3.9 mmol/l. Sample 10 was tested on a different b221 analyzer at 6:26 p.m. And resulted in 4.0 mmol/l. Sample 11: the same blood sample was then tested at 6:28 p.m. And resulted in 3.2 mmol/l. It is unknown at this time if samples 9 and 10 were repeat measurements from one of the first 5 samples. Different staff members were taking the blood samples.